Event description:
On (B)(6) 2024, the patient underwent an endovascular treatment for an abdominal aortic aneurysm with dissection using gore® excluder® conformable aaa endoprosthesis and gore® excluder®aaa endoprostheses. After trunk ipsilateral leg endoprosthesis was implanted, contralateral leg endoprosthesis was deployed while pushing up proximal side. It was reported that the distal of the contralateral leg landed on the right external iliac artery, resulted in unintentional coverage of the right internal iliac artery. Blood flow into the right internal iliac artery was almost blocked. Attempts were made to push the leg up by using a balloon, but it was not successful. Because the distal end of the leg had placed on the stenosis site, the inner lumen of the graft became narrowed. To prevent occlusion, an additional stent graft was implanted to the distal side. Balloon touch-up was performed at the stenosis site, and the procedure was completed. The physician mentioned that the length of the right common iliac artery was 25 mm, which was rather short. He tried to land the distal leg as much as close to the bifurcation of the internal iliac artery, but it was challenging.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.